Manufacturer narrative:
E.1. Other occupation: pharmacy informatics specialist. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system server patients were not crossing. A technical support specialist (tss) mentioned that the replenish messages for ermain - medid - bila12i have been generating but were being blocked because there was a block on any med ID's with a custom field starting with block. The tss checked es - facility formulary and medid has custom field stock out replenishment. Once that's updated to something other than having "block" will start getting replenish messages. The customer later confirmed that the issue was resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the medication, penicillin g benzathine 1,200,000 units (2 ml) injection, was not dropping for jit replenishment. The product had been loaded in a single pocket 1 with a maximum of 2 and a minimum of 1, and the current quantity was 0. The customer requested verification to ensure that no ghost pocket existed and indicated that any additional ghost pocket should be deleted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.